Event description:
The customer reported that the system displayed an error and locked up. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb was evaluated and replaced. The associated software and calibrations were reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.